Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was getting a motor error alarm on the insulin pump. Customer stated that it has been happening during the last couple of months. Customer would rewind the pump and it would work. Customer stated that the alarm occurred a couple hours after changing the battery. Customer's blood glucose was 106 mg/dl at the time of the incident. Customer stated that the drive support cap appears normal. Customer also reported a motor position encoder error alarm. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.

Manufacturer narrative:
The pump had constant motor error alarms during the rewind due to an out of phase motor encoder signal. Unable to perform the displacement, basic occlusion, occlusion, prime or excessive no delivery alarm tests or verify the motor position encoder error alarms in the alarm history screen due to the motor error alarm. The pump had minor scratches on the display window, a scratched case, a scratched reservoir tube window and a cracked reservoir tube lip.